Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was found that the two vpv's programmers p/n 82-3192; (B)(4) were found fully functional. The difficulty reported by the customer could not be duplicated. Both vpv's reset a valve and confirm the settings, at different settings, without any difficulties. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the device reprogrammed itself. It was also noted that the pt has used special handsets recently that may have reset the valve.